Event description:
Reportedly, the surgeon felt he was not getting power out of the generator. The staff checked the connections and noticed one of the pads on the shoulder/upper back of the pt was not lying flat. They adjusted the pad and the surgeon noticed that he was getting more power. The procedure was finished approximately 1.5 hours later and they began to set up for another procedure with the same pt. They changed the pad and then started the new procedure which ended 1 additional hour later. When they removed the pad they observed a 2nd to 3rd degree burn, 2cm by 10cm, on the pt's shoulder which reportedly corresponded to the split in the foils. The burn was treated with silvadine; however, the facility reports "several revisions will probably have to be made as time goes on."